Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to field d9. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the phenomenon "static image (particulate images)" and the phenomenon "shutdown" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed as a result of the failure. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. Additionally, the customer approximates that 3-4 cases were interrupted by the video completely stopping and having to start again trying to troubleshoot. The customer is unsure how many cases were prolonged due to the device malfunction. Other related patient identifiers: (B)(6).

Event description:
The customer reported to olympus that during a diagnostic procedure, the video system had a poor connection, displaying a static image, and when the pigtail wiggled, the image got very staticky. There were no error messages. Reportedly, a total shut down of the video system center occurred at times. The procedure was prolonged to restart the machine; however, the time of delay is unknown. The intended procedure was completed using the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation (staticky image) was not confirmed. In addition, service found the picture in picture connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.